Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10426. The patient received the scs system on (B)(6) 2011. It was reported the lead migrated to the gutter, near the nerve roots. On (B)(6) 2011, the physician removed and replaced the lead. It was reported the physician experienced difficulty removing the lead. On (B)(6) 2011, the patient reported she was experiencing numbness and weakness in her legs. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.